Event description:
The integra sales rep reported on behalf of the user facility, the following incident: the device was being used for a base wedge osteotomy. During implantation, the head of the device broke off as the device reached 3/4 implanted. The physician attempted to use pliers to manually extract the device, which shattered. The distal portion of the device remained implanted. The bone consistency was a medium hardness and was not pre-drilled.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported info.